Event description:
During review of literature regarding an angiovac procedure, it was observed that a patient injury had occurred during device use. The procedure was complicated by right ventricular (rv) rupture requiring cpb (cardiopulmonary bypass) and ECMO (extracorporeal membrane oxygenation) support. The patient was returned to ICU. After recovery they were extubated and discharged to rehab. The patient condition was fine post-procedure and she left the hospital one week later. The used device was discharged by the hospital and not returned to navilyst medical.

Manufacturer narrative:
No DHR review could be performed since there was no reported lot number. A ship history report was not deemed necessary due to the info received that there was no malfunction of the angiovac device and that the likely root cause of the right ventricular rupture was a result of operational context. The navilyst medical (B)(6) 2013 complaint report was reviewed for the product family of angiovac and the failure mode of "patient injury." No adverse trends were identified. The end user's reported event was confirmed via the literature review, however, no angiovac device malfunction was reported. A definitive root cause for this complaint event cannot be determined as no sample was returned for eval. In addition, contributing causes of the tear in the right ventricle could not be determined as multiple devices were used during the procedure and across the area in question. The physician who performed this procedure was a cardiothoracic surgeon who may not be as skilled with advancing devices through the vasculature as well as an ir physician. Operational context is a potential root cause for the right ventricle rupture. No correction is required as no sample was returned for eval and it could not be determined what devices used during the procedure may have contributed to the tear in the right ventricle rupture. No correction is required as no sample was returned for eval and it could not be determined what devices used during the procedure may have contributed to the tear in the right ventricle. The angiovac device was not reported to have malfunctioned. Directions for use for the angiovac provides cautions and instructions regarding placement and use as well as info. Regarding potential adverse affects. (B)(4).